Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Fms vue pump. No surgery delay. No patient harm. Completed surgery by swapping out pump. Ship to att: biomed. Motor on pump continuously running. The following additional information was received via phone by the customer on may 24, 2018: it was reported by the customer that prior to an unknown procedure on an unknown date during setup when powering up the pump the display would not come on and the motor would keep running. The customer stated that he had not even got to the point of setting up the tube set on the pump when the issue occurred. No further information could be provided by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unit was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue (motor on pump continuously running). Root cause was determined to be eprom boot code. Replaced fms vue eprom boot code as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).